Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that on an unknown date, the device was dropped and the cpc connnector was bent. There was no patient involvement and there were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.